Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17603496) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the saber rx pta balloon catheter (25 mm 20 cm 155) ruptured at 3-atmospheres pressure (atm) during its initial inflation and leakage of contrast media was confirmed. There was no reported patient injury. Therefore, it was replaced with a same size balloon catheter and the procedure continued. The lesion was the superficial artery. A cross-over approach was made from the common femoral artery with a non-cordis guiding catheter (55 cm) and approached to the lesion. Then, a saber rx pta (complaint product) was brought from a sanitary storage. The package and the pouch were opened and there was no anomalies confirmed when the product was taken out. A non-cordis guidewire crossed the lesion and an intravascular ultrasound (ivus) observed the calcified lesion. The physician decided to insert the saber pta balloon catheter and there was no issue confirmed with balloon set-up. There was slight resistance felt when it crossed the lesion, and a non-cordis indeflator inflated the balloon. However, the balloon ruptured at 3-atmospheres pressure (atm) during its initial inflation and leakage of contrast media was confirmed. Therefore, it was replaced with a same size balloon catheter and the procedure continued. Finally a smart stent was implanted and ivus checked before finish the procedure. The device will not be returned for analysis due to the hospital¿s regulation.

Manufacturer narrative:
As reported, the balloon of the 2.5x200mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at three (3) atmospheric pressures (atm) during its initial inflation and leakage of contrast media was confirmed. Therefore, it was replaced with a same size balloon catheter and the procedure continued. There was no reported patient injury. The lesion was the superficial artery. A cross-over approach was made from the common femoral artery with a non-cordis guiding catheter (55cm) and approached to the lesion. Then, a saber rx pta was brought from a sanitary storage. The package and the pouch were opened and there was no anomalies confirmed when the product was taken out. A non-cordis guidewire crossed the lesion and an intravascular ultrasound (ivus) observed the calcified lesion. The physician decided to insert the saber pta balloon catheter and there was no issue confirmed with balloon set-up. There was slight resistance felt when it crossed the lesion, and a non-cordis indeflator inflated the balloon. However, the balloon ruptured at 3-atmospheres pressure (atm) during its initial inflation and leakage of contrast media was confirmed. Therefore, it was replaced with a same size balloon catheter and the procedure continued. Finally a smart stent was implanted and ivus checked before finish the procedure. The device was not returned for analysis. A device history record (DHR) review of lot 17603496 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified lesion) and procedural/handling factors (slight resistance crossing the lesion) may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.